Event description:
While the surgeon was using the dyonic shaver, it started to grind. Or tech noticed that it had a piece of plastic-looking stuff wrapped up in the end of it. It was removed from the field and replaced with another dyonic shaver. The second one did the same thing -grinding and catching- but did not have the same plastic wrapped up in it. The second blade was removed and replaced with a third blade, which worked appropriately. Both of these blades were from the same lot. Both blades were bagged and set aside for risk management pick-up.